Event description:
Pt reported being hospitalized for having two aneurysms and that she has been on euflexxa before but it did not work and she had to have a knee replacement. Date of event onset for the aneurysms was (B)(6) 2019 and the date of the knee replacement was (B)(6) 2018.